Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
It was reported that a patient was implanted with an impella cp and had a computed tomography scan that revealed possible retroperitoneal bleeding. Heparin was paused and one unit of red blood cells was transfused. Additionally, the patient had atrial fibrillation with rapid ventricular response due to dobutamine. Amiodarone was administered. The patient was successfully weaned from the pump and survived.